Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient reported battery switching. The controller was exchanged. There was no impact to the patient.

Manufacturer narrative:
Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of (B)(4) log files revealed multiple premature switching events due to momentary disconnections involving (B)(4). (B)(4) had received the smr upgrade prior to these events. Analysis of the device could not be performed since the device was not returned for evaluation. The most likely root cause of the reported event can be attributed to momentary disconnections between controller and batteries. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.